Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose 45 mg/dl. Customer did not troubleshoot their low blood glucose reading. Customer also reported motor error but customer was able to completed rewind. Insulin pump will not be returning for analysis.